Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had complained of pain and underwent a revision surgery. Surgeon removed a 36mm liner and a 36+5 lfit v40 head and replaced the liner and put a new universal biolox head in. Update (B)(6) 2018: patient had elevated ion levels.